Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review (DHR) lot review could not be conducted because no lot number was identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
A sample is available for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date. The customer reported during a trial of 102" (259 cm) transfer set, pur standardbore/smallbore w/microclave¿ clear, dual check valve, 1.2 micron filter, luer lock there were reports of significant air in the line after priming. There was no reported harm.